Event description:
A report was received that during device analysis, it was found out that one lead was damaged.

Manufacturer narrative:
Visual inspection revealed the lead lumen was damaged 18 cm from the proximal end. X-ray inspection found broken wire that connects contact # 3 at proximal end of lead. The root cause of the damage is unknown.